Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history was not provided. Concomitant medications included insulin glargine used for diabetes mellitus. The patient received insulin lispro (rdna origin) injections (humalog 100), through cartridge via reusable device (humapen luxura half-dose), thrice a day (2.5 or 3.5 iu before breakfast, 3.5 or 4.5 iu before lunch, 2 iu before dinner), subcutaneously used for the treatment of diabetes mellitus beginning on an unknown date and month in 2017. Approximately on (B)(6) 2018, while on insulin lispro therapy, she was hypoglycemic and her blood glucose reached 36 (units not provided). She did not go into coma but she was about to because of high activity, so her mother gave her juice and she became fine. The event was serious due to its medical significance. On (B)(6) 2018, while on insulin lispro therapy, she felt that the humapen luxura became slight heavy to be pressed ((B)(4)/ lot number 1201g07). Her blood glucose reached 214 and fasting blood glucose reached 136 (units not provided). Since an unknown date, she had hypothyroidism and she started levothyroxine sodium as a treatment for thyroid on an unknown date in (B)(6) 2018. Information regarding any other corrective treatment was not provided. Outcome of the events were unknown. Therapy status of insulin lispro was ongoing. The operator of the humapen luxura half-dose was mother of patient and her training status was unknown. The general humapen luxura model and suspect humapen luxura half-dose duration of use were not reported. The action taken with the suspect humapen luxura half-dose was not provided and its return was expected. The reporting consumer did not provide relatedness of the events with insulin lispro drug as well as humapen luxura but believed that elevation of blood glucose was might be due to the humapen luxura half-dose issue. Update 10-jul-2018: all source documents received on 05-jul-2018 were processed together on the same date. Update 11jul2018: updated medwatch fields for expedited device reporting. No new information added. Update 02-aug-2018: additional information was received from initial reporter via psp on 01-aug-2018. Updated the coding for the suspect device from humapen luxura (unknown body type) to humapen luxura half-dose and processed product complaint. Updated the narrative and EU/ca field accordingly.

Manufacturer narrative:
No further follow up is planned. Evaluation summary : a consumer reported on behalf of a female patient that approximately on 28-jun-2018 while using her humapen luxura hd device, she experienced hypoglycemic unconsciousness. On (B)(6) 2018, the device "became slight heavy to be pressed." She experienced increased blood glucose. The device was not returned for investigation (batch 1201g07, manufactured january 2012)). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to high injection force or dose accuracy issues. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 06-year-old female patient of unknown origin. Medical history was not provided. Concomitant medications included insulin glargine used for diabetes mellitus. The patient received insulin lispro (rdna origin) injections (humalog 100), through cartridge via reusable device (humapen luxura half-dose), thrice a day (2.5 or 3.5 iu before breakfast, 3.5 or 4.5 iu before lunch, 2 iu before dinner), subcutaneously used for the treatment of diabetes mellitus beginning on an unknown date and month in 2017. Approximately on(B)(6) 2018, while on insulin lispro therapy, she was hypoglycemic and her blood glucose reached 36 (units not provided). She did not go into coma but she was about to because of high activity, so her mother gave her juice and she became fine. The event was serious due to its medical significance. On (B)(6) 2018, while on insulin lispro therapy, she felt that the humapen luxura became slight heavy to be pressed (pc (B)(4)/ lot number 1201g07). Her blood glucose reached 214 and fasting blood glucose reached 136 (units not provided). Since an unknown date, she had hypothyroidism and she started levothyroxine sodium as a treatment for thyroid on an unknown date in (B)(6) 2018. Information regarding any other corrective treatment was not provided. Outcome of the events were unknown. Therapy status of insulin lispro was ongoing. The operator of the humapen luxura half-dose was mother of patient and her training status was unknown. The general humapen luxura model and suspect humapen luxura half-dose duration of use were not reported. The suspect humapen luxura half-dose was not returned to the manufacturer. The reporting consumer did not provide relatedness of the events with insulin lispro drug as well as humapen luxura but believed that elevation of blood glucose was might be due to the humapen luxura half-dose issue. Update 10-jul-2018: all source documents received on 05-jul-2018 were processed together on the same date. Update 11jul2018: updated medwatch fields for expedited device reporting. No new information added. Update 02-aug-2018: additional information was received from initial reporter via psp on 01-aug-2018. Updated the coding for the suspect device from humapen luxura (unknown body type) to humapen luxura half-dose and processed product complaint. Updated the narrative and EU/ca field accordingly. Update 22aug2018: additional information received on 22aug2018 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields; and added the unique device identifier (UDI) number and date of manufacturer for the suspect device associated with pc (B)(4). Corresponding fields and narrative updated accordingly.